Event description:
MFR's response received on 3/21/97: the condition could not be confirmed based on the unavailability of actual samples for evaluation. The shield dislodging most probably occurred during the needle assembly in the mfg operation. Co's mfg facility has received a copy of this report for their follow-up investigation and implementation of corrective action.